Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced right-sided rupture postoperatively. The patient experienced the right-sided rupture sometime in 2015. As a result, the patient underwent bilateral removal and replacement with two 525cc mentor memorygel breast implant prostheses (catalog #: 3505251bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2015. The implantation date and the event date were estimated as (B)(6) 2005 and (B)(6) 2015 respectively based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).